Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of wire breaks. The complainant indicated that the device will not be returned for evaluation as the device is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed (B)(6) 2012. According to the complainant, during the procedure the physician stated the metal loop on the end of the peg tube that attaches to the blue pull wire is not strong enough and is breaking in half when being pulled through the patient's incision site. The physician used forceps to finish pulling the peg through the stoma site. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.